Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, dr. (B)(6) called (B)(6) and reported that the patient has ischemia on the lower cheek. The lower cheeks were injected with 1.2cc. Dr. (B)(6) thought at first this was an infection. On (B)(6) 2013, he started the patient on keflex 500mg. The patient had done cold packs over the weekend. On (B)(6) 2013, he switched the patient to warm packs. The patient was better with antibiotics. Monday to tuesday, the swelling had gotten much better on its own. On (B)(6) 2013, he started the patient on a medrol dose pack. Today, there are white blisters. Dr. (B)(6) says that now he knows that this is not an infection. It is ischemia. On (B)(6) 2013, dr. (B)(6) spoke to a (B)(6) physician assistant (pa). Dr. (B)(6) explained the injection technique. He reports no infection at the time of injection and does not believe she has a history of (B)(6) or had an outbreak at the time of injection. The patient returned tuesday, (B)(6) 2013, and the swelling had decreased, bruising decreased significantly and the area of erythema was more focal but patient was very tender. She then texted him this afternoon, (B)(6) 2013, stating white blisters have now appeared in the area but no skin breakdown at this point. The (B)(6) pa and dr. (B)(6) discussed local wound care and supportive treatments to include head elevation, d/c tobacco products, good nutrition and vitamins as well as continuing the warm packs. On (B)(6) 2014 dr. (B)(6) provided follow up information: he does believe that it was necrosis. The patient was treated with antibiotics, medrol, ibuprofen, warm packs, massage, and cialis. Dr. (B)(6) followed up with the patient every 2-3 days in the office, and daily by text. She did develop a small scab in the right medical cheek area. When dr.(B)(6) last saw her, the scab had some off and there was a small amount of redness still present underneath the scab. Dr. (B)(6) has not seen the patient since the end of (B)(6). Dr. (B)(6) stated that he determined that it was likely necrosis when she broke out with small blisters on (B)(6) 2013. The keflex 500mg tid for 10 days.